Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was successfully reprogrammed postoperatively. The explanted ipg was not returned to bsn as it was not released by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2011, based on the patients device implant date.